Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2018-02313. It was reported the patient was unable to set the scs system to MRI mode. Diagnostic testing revealed high impedance values on multiple lead contacts. X-rays revealed one of the patient's leads was fractured. As such, the patient underwent surgical intervention wherein the lead was explanted and replaced. Reportedly, effective therapy was provided to the patient post-operative.

Event description:
Device 2 of 2 : reference MFR. Report#: 3006705815-2018-02313.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-02313.